Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 37mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19aug2020. It was reported that balloon inflation failure occurred. A 5.0x120x150 sterling balloon catheter was advanced for dilation. However, it was noted that the balloon could not be inflated. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed a balloon pinhole.